Manufacturer narrative:
Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter thoracic aortic aneurysm in conjunction with a non mdt stent graft. It was reported that on 2 year follow up on an unknown date, a "dsine" was confirmed and intervention was performed dec with a non mdt stent graft. It was noted that alignment of the new stent graft was difficult and the patient had a type ib endoleak on completion of the procedure. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was confirmed that the valiant was implanted distally and was involved in the type ib endoleak it was noted that interaction with the non mdt stent graft may have occurred due to the migration of the non mdt stent graft. If information is provided in the future, a supplemental report will be issued.